Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: mfg report reference: 3006705815-2019-01470. It was reported that the patient experienced bleeding at a bandage site. The patient had their trial leads removed early due to bleeding at the bandage site.

Event description:
Related manufacturer reference number: 3006705815-2019-01470. Follow up information received that the patient's bleeding issue was resolved the day of the lead pull on (B)(6) 2019.